Manufacturer narrative:
This adverse event is part of clinical study (B)(6).

Event description:
"The subject was enrolled into the (B)(6) and was treated on (B)(6) 2015. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23mm lotus valve. Valve released and successfully implanted. Very straight forward case without any issue, according to the current step by step. About 30mn after removal of lotus catheter, lotus introducer and safari wire, pt condition became critical and required CPR and artificial respiration. Tte performed and showed a large pericardial effusion. Pericardiocentesis was performed. Complete management of the complication to be confirmed. Pt never recovered and dies same day."